Event description:
Individual presented for scheduled pt appointment requesting new biowavehome unit as previously issued unit had stopped working. Upon receiving use/precaution education for replacement unit, individual reported that he got a small blister around the time he was first issued the previous unit. He did not report this to provider or vendor at the time nor prior to (B)(6) 2024. Reports blister healed quickly and without incident. Several calls to individual and a letter mailed to attempt to obtain previously issued unit have been unsuccessful to date. Vendor notified.